Event description:
On 4/6/1998 nellcor puritan bennett received a call from reporter. He was calling to report the following problem: all led's on with constant single tone alarm and no volume delivered.